Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure-breast: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, a right side rupture. And exchange from textured to smooth, due to concern with the product. Device has been explanted.